Event description:
A surgeon reports that an intraocular lens (iol) was exchanged for a different model because the haptic did not unfold properly. Following the exchange, the surgeon reports the outcome of the event as " excellent" for the pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested.